Manufacturer narrative:
H11: the device was received for evaluation. A test run was performed, and a system error was able to be produced. It was also observed that an unusual sound was emitting when infusion was started. The pump was opened, and the tubing channel was checked for any debris or signs of dried fluids, and it was noted that some stick fluid was on the pumping mechanism (shuttle sub assembly and guide sub assembly) area. An event history log review was performed, it was determined that the product did not meet specifications for the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the reported condition was due to the device having dried fluid in the channel. To resolve this issue, the mechanism assembly was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novumiq lvp (large volume pump) had an irregular infusion rate and an unknown error message. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.